Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 02/14/2017. Date of follow-up report: 03/06/2017. The incident device (e7507 return electrode) was received for evaluation. Visual inspection found the pad gel was dry to the touch. The customer reported condition was not confirmed. The pad gel was dry to the touch. The dry pad is most likely due to the pouch being opened and the pad placed on a patient. Moisture loss occurs as soon as the pad is removed from the pouch. Pmv cannot determine the condition of the pad when the customer reported the alleged event. The pad was checked for continuity and passed. The pad was connected to the generator and the rem alarm sounded. This is a designed safety feature that would occur if the gel had dried out, therefore, functioned as intended. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the rem alarm will sound and the generator will shut down. The investigation did not find any issue with the pad that would have contributed to the reported event. The IFU instructs the user to apply the patient return electrode to the patient and lightly massage the entire surface of the return electrode to ensure contact with the patient's skin. The IFU states, lightly touch the surface of the conductive adhesive to ensure that it is moist. Do not use dry electrodes. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient suffered a pad site burn. It was indicated that the 1st degree burn was approximately 3.5cm by .5cm in size. Due to patient confidentiality issues, photos of the alleged burn are not available. The issue was said to have occurred during an orthopedic case lasting approximately two hours. The pad was placed on the left thigh.